Manufacturer narrative:
Investigation: smith medical international's investigation stated, that the report of the inflation line being torn was confirmed as it was returned detached. A review of our complaints history confirmed this to be the first complaint for this possible product lot. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of over 69,000 products annually. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this line. Root cause: examination of the returned product confirms the root cause for this incident to be the insufficient application of bonding solvent. Though the product passed and functioned normally the joint subsequently failed after three days. Corrective action: corrective to minimize this type of report has been taken. A project to design and implement new solvent dispensers to better control the application of the solvent has been completed. This solvent application process was revised in 2007. This lot was manufactured before this change occurred. This report has been logged for trending.